Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient stated she was alone when her cgm was displaying 45 mg/dl. She checked a finger stick reading and it was 18 mg/dl. She stated she did not ¿take anything¿ prior to the issue. After checking the bg reading the patient was advised to calibrate 3 times within 15 minute intervals (it is unknown who advised the patient). While waiting for the second calibration the patient passed out at 11:00am. Her neighbor found her around 5:00pm and called an ambulance. During this time she was still unconscious. She was transported to the hospital and regained consciousness after a couple of hours she was treated with dextrose and she reported that her doctor gave her insulin; however, it was not specified why he gave her insulin. After the patient¿s blood glucose was in normal range, she was discharged from the hospital later that same day. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.